Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient noted pain, redness and purulent discharge releasing from the site. The patient was taken to the emergency room (ER) and diagnosed with cellulitis. The patient was given clarithromycin 250 mg at the hospital and received a prescription for paracetamol and clarithromycin 250 mg. The patient was released from the ER after approximately one hour. The pod was discarded. A new pod was applied for insulin treatment.